Event description:
It was reported that when implanting the second implant to the patient the implant did not fire. It was tried multiple times to fire the second implant, without success. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.